Manufacturer narrative:
(B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that upon opening the outer vial, the implant (B)(4) was not inside. Another implant was placed during the same surgery.

Manufacturer narrative:
One tapered screw vent implant package was returned for inspection. A visual inspection revealed that the implant and mount were not inside the packaging, nor was the cover screw. The seal of the vial was noted to be broken, and the tamper resistant ring is missing. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent, advent and trabecular metal¿ implants¿ 4869 rev 7-01/16. All implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the subject event were documented as part of the DHR. Lot was inspected and accepted by qa. It is therefore believed that this is not a manufacturing related malfunction. A singular cause for the reported event cannot be determined with the information provided. The vial was found with the seal broken, and it cannot be confirmed if these were the circumstances the packaging was received by the customer. The complaint is therefore non-verifiable with the information provided. H10